Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was running high because of air bubbles in the reservoir. Customer's blood glucose level was around 400 mg/dl. The p cap connector was loose where it connects to the reservoir. The customer treated her blood glucose level with a bolus and manual injection. The customer also changed the infusion set and reservoir. There was a leak where the tubing connects to the reservoir. The insulin was not stored at room temperature. The device was not returned.